Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was placed impella cp. Prior to placement, the patient had asystole and ventricular fibrillation requiring cardiopulmonary resuscitation before rhythms showed ventricular tachycardia. The impella cp was rapidly threaded, loaded, and placed. The patient continued to be unstable. After about 30 minutes of stability, and vasopressor support, a left heart catheterization as performed. The diagonal graft went down and the left internal mammary artery (lima) had a 80-90% blockage with no apical flows. Only the mid segment was perfusing. No interventions could be performed due to cardiac arrest. Upon explant of the impella cp, the perclose failed and manual pressure, trauma was caused to the vessel, requiring femoral artery surgical repair. The patient received a unit of blood and the placement of a jp blub drain.

Manufacturer narrative:
Correction: e4, h6. The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were positioning and suction alarms triggered in early of the case but resolved quickly. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Cardiac arrest/vascular dissection/arterial occlusion/hematuria: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.